Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The reported event may have been caused by loosening due to wear of the output connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the halogen lamp of the device was not lit up after turning on the device. The user did not use the device for the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the lamp socket may have worn out and failed due to repeated use for a long period of time, because more than 17 years have passed since the device was manufactured. Omsc concluded that this prevented the lamp from being energized and the lamp did not light up. The device was manufactured in 2003, but the exact date of manufacture is unknown. The device was manufactured over 15 years ago, so omsc could not review the device history record. If additional information becomes available, this report will be supplemented.